Event description:
Corneal eye injury, not permanent to the device operator. No pt injury. The device operator stated that during one of the pulses of light energy that was delivered, there was a "bright flash of light". The device operator felt a burning sensation in the left eye after the bright flash of light. The device operator reported wearing protective eye glasses.